Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been hospitalized 6 times with pancreatitis and one of them with diabetic ketoacidosis. She experienced high blood glucose, vomiting and fever. The dates of the events are (B)(6) 2012, (B)(6) 2014, (B)(6) 2015. Customer was only wearing the insulin pump for the (B)(6) 2015 event. The customer did not recall the blood glucose value for all hospitalizations, only for the last one which was at 460 mg/dl. The customer was treated with pain medication and intravenous fluids. The customer declined troubleshooting for high blood glucose.